Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had cannula break. The customer¿s blood glucose value was unknown at the time of incident. Customer's mother reported after inserting new sensor the transmitter didn't blink after connect and when she removed the sensor, electrode was missing. It was reported that the electrode didn't stayed in the body. The sensor will not be returned for analysis.